Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 448 mg/dl. Troubleshooting was done for high blood glucose and under delivery. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, sleep current test, active current test and the displacement accuracy test (B)(4).